Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing dizziness and diaphoresis. The device seems to be over-sensing on the right atrial (ra) lead at times during detected atrial tachycardia/atrial fibrillation events. It was also reported that it appears to be far fi eld r waves sensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.